Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, thrombosis occurred. The initial procedure was indicated due to unstable angina and non-st segment elevation myocardial infarction (mi). The target lesion was an area of subtotal occlusion in the pt's native diagonal (diag) after the graft insertion. A 2.0x15mm maverick balloon was used to predilate the lesion. A 2.5x16mm taxus express2 drug eluting stent (des) was deployed at 8 atms with "excellent results" and the restoration of timi 3 flow. Six hundred sixty six days later, the pt experienced his typical anginal type chest pain and sought medical attention which revealed unstable angina and a non-q wave mi. The pt had discontinued plavix and aspirin in preparation for back surgery. The pt's second set of cardiac enzymes came back elevated prompting angiography the following day. Thrombosis was discovered in the vein graft to the diagonal extending into the previously implanted taxus express2 des. The pt was given angiomax, plavix and reopro. While injecting the vein to visualize the clot, a part of the clot broke off and completely occluded the diagonal system with the pt experiencing chest and arm pain. The clot was aspirated with non-bsc aspiration thrombectomy catheters which resolved the pt's chest pain. The physician then deployed a 2.5x18mm non-bsc bms at 16 atms for 45 seconds (secs). Post dilation was performed with a 3.25 mm nc ranger inflated to 18 atms for 45 secs. The pt experienced reopro induced thrombocytopenia during admission which was treated with decadron IV and prednisone. The pt was discharged 5 days following admit. Four days following discharge, the pt experienced sudden onset of chest pain and emergent angiography revealed 100% occlusion of the diagonal vein graft at proximal portion of the unspecified previously implanted stent. The lesion was predilated 3 times with a 2.5x25mm maverick balloon catheter reestablishing flow. A 3.25x18mm ranger balloon was used to predilate the stent. A 2.5x8mm non-bsc bms was deployed with timi 3 flow noted. 20% residual stenosis was noted distally, but the physician elected not to implant add'l stents. The pt had no further chest pain and was discharged 2 days later.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.